Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. Review of mfg event log: shows no issues that may have contributed to any quality issues reported. All process parameters were within spec. All in-process qa inspections were acceptable. No sample available from the customer to investigate. We will continue to monitor feedback from the customers on issues related to an adaptor not fitting properly onto a water bottle found prior to use. Complaint not confirmed. Root cause unk.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that there was damage on the thread of the adaptor. All personnel from the molding area have been notified and a CAPA was opened to address the issue with the adaptors.

Event description:
The customer alleges that the adaptor is not fitting properly onto the water bottle. The alleged issue was detected during product preparation. No report of a patient injury.

Event description:
The customer alleges that the adaptor is not fitting properly onto the water bottle. The alleged issue was detected during product preparation. No report of a pt injury.